Event description:
It was reported that during a cardia cancer resection procedure, the device fired as intended, and all staples were properly formed. After the procedure, the patient hematemesised and had to accept a re-operation one hour later. The doctor found anastomosis stoma bleeding and added hand sewing to complete the or.

Event description:
The pt was vomiting blood post operatively. Upon reoperation, the staple line was examined and intact. The patient is now recovering without any further complications.